Event description:
Reporting status: serious injury-surgical intervention/permanent damage. Reporting rationale: dislodged stent remains in patient; subsequent CABG. Device issue: stent dislodgement. It was reported that the procedure was to treat lesions in a heavily tortuous and calcified lad. After pre-dilatation was performed a 2.5 x 18 mm minivision was deployed and post-dilated. Then an attempt was made to go distal with the 2.5 x 8 mm minivision stent delivery system (sds), but it would not cross. There was difficulty removing the sds and when it finally was removed, the stent had dislodged in the ostial lad, with a portion possibly in the distal left main. An attempt was made to retrieve the stent with a 1.5 balloon, but it was unsuccessful. At this time the patient was sent for CABG. The patient is doing okay. There is no additional event or patient information available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon. There was no contrast visible. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to the inner or outer member or the tip. There were two kinks in the proximal hypotube shaft 19.4 cm and 20.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.